Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed coming from the "micro holes" from an unspecified location on the bag. This issue was identified after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 11, 2020 to may 12, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.